Manufacturer narrative:
Investigation summary ==> the device was inspected, and upon initial visual inspection, it was noted that there was reddish color that was observed under pebax. Then a second visual inspection was performed, and it was confirmed that there was reddish material in the pebax. Additionally, a scanning electron microscope (sem) test was performed on pebax and the results showed evidence of mechanical damage and a hole on the pebax surface. The object that caused the damage is unknown. No other anomalies were observed. A manufacturing record evaluation was performed for the finished device with lot number 30256026m, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which the biosense webster, inc. Product analysis lab identified that there was mechanical damage on the pebax surface. It was initially reported by the customer that at the end of the procedure when the thermocool® smart touch® sf bi-directional navigation catheter was removed from the patient, it was noted that there was blood under the plastic coating around the electrodes. On august 30, 2019, additional information was received. It was reported that the blood was not char, but blood from the blood pool. There were no error messages on any biosense webster, inc. Equipment. There were no issues related to temperature or flow settings. The smartablate generator parameters were set as the default values for the thermocool® smart touch® sf bi-directional navigation catheter. The patient received anticoagulant (unspecified) during the procedure. The activated clotting time (act) was greater than 300 seconds. The duration of the ablation was usually 30 seconds. Heparinized normal saline was used as the irrigation fluid during the procedure. The parameters used with the visitag module were; respiration setting, stability range, stability time, force over time, & tag size. 2.5 mm @ 3 secs. The color option that was used was time. There was no physical damage, no wires exposed, and no lifted or sharp rings observed on the catheter. An 8.5 fr short sheath was used during the procedure. The blood under the plastic coating around the electrodes of the catheter was assessed as foreign material inside the pebax with no external damage. This issue was assessed as not MDR reportable since there is no evidence of damage to the pebax integrity. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was remote. On (B)(6) 2019, the biosense webster, inc. Product analysis lab received the device for evaluation, and it was reported that upon initial visual inspection that there was reddish color observed under the pebax. On (B)(6) 2019, during additional analysis and testing, it was confirmed that there was mechanical damage on the pebax surface. These findings were reviewed and determined to be MDR reportable as a malfunction. This event was originally considered not MDR reportable, however, biosense webster, inc. Became aware of a reportable malfunction through additional analysis and testing on october 17, 2019 and have reassessed this complaint as reportable. Therefore, the awareness date for this reportable lab finding is (B)(6) 2019.

Manufacturer narrative:
On (B)(6)2019 , it was noticed that the concomitant product was inadvertently omitted from the 3500a initial MDR submitted to FDA on (B)(6)2019. The product has now been added to concomitant medical products. Concomitant med products. Manufacturer's reference #(B)(4).